Event description:
Customer reported that he had blood glucose of 70 mg/dl. Customer stated that his insulin pump was not working correctly and the screen is scratch and hard to read. Customer stated that he had dropped his insulin pump like 5 times. Nothing further was reported.

Manufacturer narrative:
Insulin pump received without the original belt clip. Unable to verify belt clip anomaly. Cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.